Event description:
On (B)(6) 2025, the senior clinical diabetes specialist (cds) reported that the user experienced prolonged hyperglycemia for over 12 hours, with blood glucose readings exceeding 400 mg/dl on both a dexcom g7 continuous glucose monitor (cgm) and a blood glucose meter. The user reported confusion and vomiting. The cds advised the user's son to take them to the emergency room for evaluation. The user had not checked ketones at the time of the call. The user had been using the ilet device for less than a week and changed their infusion set the day before the event. The user was transported to the ER by ambulance and received treatment, including intravenous insulin and fluids, before being discharged the same day. The user reported experiencing vomiting, severe headache, lethargy, and dry mouth during the event. A report suggested the possibility of a bent cannula; however, the infusion site was discarded, and no confirmation could be made. The user did not initiate back-up insulin therapy and has since switched back to their previous insulin pump. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.